Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report (B)(4). Correction: this MDR is being submitted to correct submitted device manufacturer date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary CAPA-2010953 "trend observed: increase in complaints related to adhesive on ewis" has been opened on 18-sep-2024 to address all adhesive issues related to ewis product family as no specifications exist for the adhesive used on this product (design related CAPA).

Manufacturer narrative:
Initial and final MDR 1884737. Patient country: (B)(6). Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced 4 infusion sets was not lasting till end (seventh day of usage) event on 11-may-2024. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation.